Event description:
It was reported that, on (b)(6) 2026, the patient was admitted to the surgical ward with a diagnosis of postoperative care for cervical cancer. In accordance with the physician¿s orders, an indwelling urinary catheter was inserted at 10:15 a.m. The procedure was uneventful; 15 mL of saline was injected into the balloon. At 8:30 PM on (b)(6) 2026, the patient reported discomfort at the urethral opening. The physician was immediately notified to examine the patient, and it was discovered that the catheter balloon had ruptured inside the patient. The situation was explained to the patient, and she was reassured. The catheter was discontinued, and the incident was reported to the Equipment Department.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per GUDID. H11: Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.